Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: product ID p1501dr implantable pulse generator (ipg), implanted: (B)(6) 2007; product ID 5076-58 implantable pacing lead, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that there was an elevated short interval counts (sic), varied impedance and noise on the right ventricular (rv) lead. It was noted there as partial lead fracture. The lead was capped and replaced. It was also reported the atrial pacing was suppressed by noise and couldn¿t remain the lower rate. The lead remains in use. No patient complications have been reported as a result of this event.